Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset. The patient had been facing elevated blood glucose readings of 540 - 550 mg/dl despite taking boluses through the pump. Patient's blood glucose lowered to 389 mg/dl, but within an hour blood glucose was back up to 558 mg/dl. Patient was taken to emergency room and reading taken on an unknown emergency room meter was 386 mg/dl and a lab test reading showed reading of 489 mg/dl. Patient was given unknown name of insulin via shot. Patient was in emergency room for 8 hours. During that time, patient discovered that there was an insulin leak at the site. Infusion set had been in use for 3 days. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.